Event description:
During a code blue situation, three packages were opened and all three ripped. Pt outcome was not adversely affected. After the code, a fourth package was opened and was also found to be defective.